Event description:
The hospital reported that during the endoscopic vein harvesting procedure, it was identified that the light transmission was weak and produced a dark image. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation: scholley investigation received on 9/21 indicates that tubes are bent and the welded joint is broken. This is a result from mishandling of the scope.